Event description:
It was reported by service report that the brakes were not engaging and brake/steer controls mounting bracket was cracked, no sharp edges were exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - brake cam, brake/steer controls mounting bracket.